Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. There may also be several root causes of leaflet immobility or leaflet restriction, leading to regurgitation. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. However, advances in valve design and bioprosthetic material have been made with the intention of providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm bioprosthetic mitral heart valve, implanted in the tricuspid position, was treated via valve-in-valve intervention due to severe tricuspid regurgitation, deterioration, and partial flail anterior leaflet. The implant duration was five (5) years, two (2) months. Patient presented with symptoms of worsening shortness of breath, edema, dyspnea on exertion, and jvd. A 26mm transcatheter valve was implanted without complications. Tee showed good valve position with no paravalvular leak and a mean gradient of 2 across the valve. The patient was stable following the case. Patient was discharged on post operative day one.